Event description:
It was reported that the patient was re-implanted on (B)(6) 2015, due to loss of benefit from the device. Reportedly, the observed symptoms had been indicative of the floating mass transducer (fmt) mobility at the incus in the middle ear, as the patient was hearing better when having the head in different positions.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which explains the problems mentioned in patient report i.e intermittency in sound. The reported problem was most likely related to insufficient coupling of the floating mass transducer to the structure of the middle ear. Damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2015, due to loss of benefit from the device. Reportedly, the observed symptoms had been indicative of the floating mass transducer (fmt) mobility at the incus in the middle ear, as the patient was hearing better with her head in different positions.

Manufacturer narrative:
The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.